Manufacturer narrative:
(B)(4). The outer diameter of the guide wire introducer hub wings was compared to sheath sizes; however, without the sheath used during the procedure it is unknown what the sheath hub diameter used was. Reportedly, the sheath size used was a 12. It is possible that the introducer sheath hub (referred to as wings) entered the hub of the sheath; however, the introducer should not be able to go any further into the shaft of the sheath, as the introducer sheath hub would be too large. The return of the devices or additional information regarding the sheath used may have aided in the investigation. Based on the diameter of the introducer sheath hub wings and the inner diameter of a 12 french shaft, the risk seems minimal as it does not seem possible for the hub of the guide wire introducer to enter beyond the hub of the sheath. Based on the reported information, a conclusive cause for the introducer sheath entering the sheath could not be determine, and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up will be submitted with all relevant information.

Event description:
Reportedly when the versacore guide wire was placed through the sheath, the guide wire introducer went through the sheath. When the sheath was removed, the guide wire introducer was found in it. There were no patient effects. Per the physician, the wings of the guide wire introducer needs to be larger so this doesn't happen. No additional event or patient information is available.